Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Upon testing of a rotablator console, it was noted that the device no longer displays the rpms. No patient involved.

Manufacturer narrative:
Device evaluated by MFR: the product was returned for evaluation. Device analysis noted that the device failed functional testing as no "stall" or "rpms" appeared on the rotational speed rpm display when the foot pedal was pressed. The console cover was removed and air leak was detected from the hose connected to the proportional valve. No other product interaction with the device contributed to the reported failure. A DHR review for the rotablator was performed and nothing was found to indicate a possible process-related cause for the complaint. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a display issue occurred. Upon testing of a rotablator console, it was noted that the device no longer displays the rpms. No patient involved.